Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128 lot# va34ete; implanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that yesterday they went to the clinic to see a gastrologist. Patient stated they had a regular rectal exam done and after the exam, the stimulator side of their body started acting up. Patient said they were in a pain level of about 3 last night and when they go to bed the pain level went up to about 5 so they turned off the therapy at that point in time. Patient added that they started hurting shortly after that on the right side where the leads were at and it was not hurting, but there was still some discomfort because they were still in the healing process after their surgeries. Patient then said it started going into a lot more pain and there was a burning sensation and some sharpness to it this morning and even with the therapy off they were still hurting but it was a pain level 1. Patient mentioned they took some tylenol last night but had not taken any yet today. Patient added they wondered if they should turn the therapy back on. The patient was redirected to their healthcare provider to further address the issue.